Event description:
It as reported that the hillrom anesthesia consult button was activated and the operating room control desk phone received the alert but the anesthesiologist was not alerted on the voalte phone or the hill-rom status board in the anesthesia bunker. The site additionally reported that there were no tones or lights outside the room. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as the wave clinical platform is intended to supplement and not replace any part of the hospitals device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms. Troubleshooting into the reported event noted that the nurse call system was not impacted; however, it was determined that a vad was misconfigured resulting in an interruption of the vaam service. The technician worked with the customer to correct the vad. A missed alarm notification, due to a malfunction of vaam, in the receipt of an emergent anaesthesia alert, could result in serious injury or death if the event were to recur. Therefore, hillrom is cautiously reporting this event.